Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An imaging after all devices were deployed showed a type ii endoleak. No treatment was performed for the type ii endoleak. The physician decided to monitor the patient. On an unknown date, an imaging identified an aneurysm enlargement (amount unknown). On (B)(6) 2019, an additional procedure was performed to treat the aneurysm enlargement. However imaging did not reveal clearly, an endoleak. It was reported that it seemed the contralateral leg endoprosthesis (pxc141000j/13282634) in the right leg slightly migrated proximally. The physician suspected a distal type I endoleak in the right leg. An iliac extender endoprosthesis was implanted distally of the contralateral leg endoprosthesis. Prophylactically an aortic extender endoprosthesis was implanted proximally (rlt311415j/13336560) and the lumber artery was ligated. The patient tolerated the procedure.